Manufacturer narrative:
(B)(4). No further information is available at this time. Should additional information become available, this report will be updated.

Event description:
Additional information was received approximately two months later that the device was explanted replaced. No additional adverse patient effects were reported.

Event description:
The field representative was contacted and confirmed that the patient is terminally ill and no replacement procedure is scheduled due to the patient's status.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. It was noted that the patient has lung and throat cancer and might be a dnr patient. The device remains in service. The physician and patient will discuss options before replacing the device. The plan is to wait to see what the patient and physician decide to do before replacing the device.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the device memory indicated that a voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(4) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4)

Event description:
--